Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot and giving a message low load fluoro selected, tube anode problem." The customer pressed the e-stop in the control room to trip the breaker. The next power on the system booted into apps, but it would not make x-rays. The system said, "invalid application; reselect application." Fse checked the log files and found after the first power on the host pc had multiple communication errors with all the controllers. The second power on had generator and imaging communication errors. Fse checked the post survey, and the ippc showed "not done." Fse implemented pc medical device correction and replaced the image processing pc (ippc) and the network switch. During the next visit, the intermittent same issue reoccurred. Fse found the problem was not with the ippc but the mpdu (mains power distribution unit). When the system gets powered off, all the pcs do an orderly shutdown, but there was power applied to the cabinets. For the ippc, geo, and flexvision pcs to boot, this power had to be cycled, which was not happening. Therefore, those pcs did not power on with the rest of the system. The power on/off cycle was out of sync due to a faulty mpdu. To resolve the issue, fse replaced the mpdu and tapped for the proper incoming line voltage. The circuit breaker was adjusted for the line voltage. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.